Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient described the skin reaction as itching and redness which extended beyond the sensor patch perimeter. She stated that she still had a very visible scar from this sensor. She self-treated with neosporin over the counter topical cream. She did not seek any medical treatment. No additional patient or event information is available.